Event description:
It was reported that after deployment of the stent, tissue prolapse was observed (flapping of tissue through the stent). The lesion was post-dilated with a balloon catheter, however, the artery became occluded and flow became sluggish. An additional stent was placed within the previously deployed vision stent. No pt effect was reported.